Manufacturer narrative:
The harmonic ace instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted surgical procedure, adhered tissues were noted to be on a harmonic ace instrument. The excitation platform of the harmonic ace reported an error - a reminder of "reduce tip pressure" was shown. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found the reported event could not be replicated nor confirmed. The instrument was tested on an in-house system and failed the recognition, engagement and initialization tests. The system logs from the costumer were not available. Additionally, the instrument housing was removed, and inspection found a broken identification (ID) board retention tab. The broken piece was found inside the instrument. Due to the broken retention tab, the identification board was dislodged. The identification board was found close to the inner tube adapter. A dislodged identification board can result in instrument recognition failures as it prevents the data from being accessed by the system during installation. After replacing the identification board, the instrument was retested on an in-house system and failed recognition test again ("instrument not supported). System error logs showed the failure code which indicated the identification board had corrupted data.

Event description:
Refer to h11 for follow-up information.